Manufacturer narrative:
The lens has not been returned to b+l for evaluation. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The consumer reported having crystalens at52ao intraocular lens implanted in her left eye. The consumer indicated that she lost clarity of vision in her left eye 3 days post-op, and experienced glare which improved from moderate to minimal. The implanting surgeon attributed the patient's symptoms to myopia (-1.25). The crystalens was successfully exchanged for a different type of iol on (B)(6) 2011. The patient was last seen by her implanting surgeon on (B)(6) 2011 and her bcva at that time was 20/20. Additional information has been requested, but has not been received to date.